Event description:
It was reported that the patient had an ams ultrex implanted 10 years ago and within the past 6 months the patient has been complaining that the device was not functioning properly due to cylinders not inflating properly. During the replacement surgery, it was noted that one of the cylinders had herniated and ruptured. The entire device was explanted and replaced with a new ams 700 cx inflatable penile prosthesis. Additional information received stated that the patient condition post procedure was fine.

Manufacturer narrative:
Device malfunction was reported. The ams700 ultrex device was visually inspected and functionally tested. There was a leak in one cylinder that was due to input tube wear. This cylinder also had broken fabric threads. The other cylinder and reservoir performed within specifications. The pump was not functionally tested due to contamination. Review of manufacturing documentation was not performed as the serial/lot number for this component was not provided and a shipping review could not be executed. The product analysis confirmed the allegation of device malfunction and based on a thorough review of the reported complaint, the most probable cause for this complaint was considered cause traced to component failure. The cylinder failure could be the analyzed cause of the mechanical issue or the appearance of fluid loss. Based on the results of this investigation, no escalation is necessary.

Event description:
It was reported that the patient had an ams ultrex implanted 10 years ago and within the past 6 months the patient has been complaining that the device was not functioning properly due to cylinders not inflating properly. During the replacement surgery, it was noted that one of the cylinders had herniated and ruptured. The entire device was explanted and replaced with a new ams 700 cx inflatable penile prosthesis. Additional information received stated that the patient condition post procedure was fine.